Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 38 motor stall on the ilet pump, after which a restart, rewind, and dry run were performed; the device advanced past 120 units during the fill sequence without additional alerts, and the user was instructed to perform a full supply change using a new kit and resume insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention beyond user-guided troubleshooting, and no hospitalization. Investigation included user-guided troubleshooting and device restart with successful dry run. Investigation of this case revealed a consecutive motor stall alert that did not recur after restart and supply change, consistent with a transient motor drive or infusion set-related stall without evidence of persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient obstruction or setup-related issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.